Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. A product evaluation confirmed the customer reported problem as the power adapter will not power the pump. The product evaluation also revealed exposed wires and the transformer hosing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer hosing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 323 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse had blown.

Event description:
On (B)(6)2014, the customer reported that the transformer will not power up. During the product evaluation on (B)(6)2014, the technician observed a breach transformer hosing exposing inner electrical circuitry, which is a safety risk.